Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient mentioned about receiving inappropriate shock and noise on the lead in the past during normal follow-up in clinic. The electrical function of the lead was tested and no anomalies were detected. Lead was explanted and replaced. The patient tolerated the procedure well and was discharged the next morning without any complications. Based on the review of the diagnostic views provided to st. Jude medical, externalized conductors could not be adjudicated.

Manufacturer narrative:
A partial lead measuring 56.5cm returned in two segments for analysis. Internal insulation abrasion was noted at 12.2-14.6cm and 25.6-28.0cm from the distal tip. Internal insulation abrasion was noted under the rv shock coil at 4.6-4.7cm, 4.9-5.0cm, 5.2-5.3cm, 5.7-5.8cm, and 6.2-6.3cm from the distal tip. Internal insulation abrasion was noted under the svc shock coil at 21.0-21.1cm, 22.4-22.5cm, 24.3-24.2cm from the distal tip. The etfe coating was intact at these locations.